Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11.

Event description:
N/a.

Event description:
It was reported that during use, the cs300 intra aortic balloon pump (iabp) occasionally triggered a catheter restriction alarm. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: b5, h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) have advised the customer to replace the device. The maintenance kit was replaced. The unit passed all functional and safety tests as per manufacturer's specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs300 intra aortic balloon pump(iabp) had catheter restriction alarm occasionally during use. No harm or injury to the patient was reported. The maintenance kit has been replaced, and the equipment has undergone functional testing according to factory requirements and meets factory specifications.